Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site stated that when confirming registration on the tip of the patient nose, the instruments were accurate after registration. Instrumentation was the micro debrider, straight suction and osteum seeker, as the procedure progressed, they became inaccurate. A specific measurement of the alleged inaccuracy was not provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the alleged inaccuracy was 1-3mm. After the procedure, all instruments were verified, no issues found. The navigation system was left on for a period of 20 minutes or longer, registration accuracy was checked using the resin head and no inaccuracies were found. A second medtronic representative, followed-up and reported the site stated there was no movement of the patient tracker detected. It was indicated that all instruments were inaccurate both laterally to the right, as well as, anteriorly. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported behavior could not be replicated.